Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. The customer declined loading a new cartridge and planned to continue using the existing cartridge. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information was provided.